Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. As received, the battery charger/modem was unable recognize a battery. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Additionally, there was contamination on the battery pca. A root cause investigation of similar failures indicated that excessive strain in the c/a board can fracture bga solder connections. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was not working during a patient fitting.